Event description:
It was reported the pt received a permanent scs system on (B)(6) 2013. The pt was taken back to the operating room the same day due to a subcutaneous hematoma at the lead insertion site incision. While in the operating room, his physician repositioned the lead as the x-ray showed it had shifted from its original placement. Post operative programming resulted in effective stimulation. The hematoma has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.